Event description:
It was reported by the independent repair center that the unit will not start/alarm and key issue is the power switch had no power or alarm. No report of patient injury, no additional information provided.